Manufacturer narrative:
The device was not returned. The complainant did not identify a specific device lot number, the date when the device was received, or when the incident allegedly occurred. The malfunction was anecdotally mentioned as occurring years ago. Verified current specs ensure radiopacity. No change in device design materials in over ten years. No similar reports regarding radiopacity on file for this device for the past 10 years. We could not confirm device malfunction or failure as the device was not specifically identified or returned for investigation.

Event description:
During a discussion with the operating room nurse, she mentioned anecdotally that an incident occurred "years ago". "Performing a fem/pop bypass, bullet tip popped off prematurely from the sheath, was lost in the pt and several incisions had to be made to retrieve it with x-ray." The operating room nurse indicated that the sheath bullet tip did not appear to be radiopaque. She also indicated that their 20" tunneler instrument was very old. As reported.